Event description:
The customer reported the intermittent loss of a usable live fluoroscopic image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and reloaded. The image processor pcb was replaced. The system was tested and found to be working as intended and returned to service.